Event description:
It was reported that a cadd-prizm® vip pump had "accuracy too high". No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the lower back label missing, otherwise in good condition. A review of the event log was performed and found no evidence of an issue. Delivery accuracy testing was performed and duplicated the reported issue of overdelivery. It was unknown what caused the issue. Based on the evidence, the root cause was unable to be confirmed.